Event description:
It was reported that a surgeon alleged most of the suprapatellar tibial nail insertions used became infected. No additional information is available. This report is for an unknown quantity of unknown suprapatellar tibial nail(s). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is for the unknown suprapatellar tibial nail, part, quantity and lot number(s) unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.